Manufacturer narrative:
A supplemental MDR will be submitted if additional information is received. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the exterior of the pump did not show any anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue found with this pump. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a pump explant due to underinfusion volume discrepancies. For the first underinfusion volume discrepancy that was observed, the expected volume was 5.005 ml and the actual aspirated volume was 20ml. Cs reported that the patient had not had any recent medication changes, mris, falls or injuries. Cs also reported that the patient's refills are performed by the same healthcare professional, and that the healthcare professional does not use flowonix refill kits. A dye study was performed in which the results were inconclusive, but the catheter appeared to be intact. The pump was later explanted and replaced. At the explant surgery, another large volume discrepancy was alleged with the expected volume being 7ml and the actual aspirated volume was 20ml.

Manufacturer narrative:
A supplemental MDR will be submitted if additional information is received. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the exterior of the pump did not show any anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue found with this pump. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a pump explant due to underinfusion volume discrepancies. For the first underinfusion volume discrepancy that was observed, the expected volume was 5.005 ml and the actual aspirated volume was 20ml. Cs reported that the patient had not had any recent medication changes, mris, falls or injuries. Cs also reported that the patient's refills are performed by the same healthcare professional, and that the healthcare professional does not use flowonix refill kits. A dye study was performed in which the results were inconclusive, but the catheter appeared to be intact. The pump was later explanted and replaced. At the explant surgery, another large volume discrepancy was alleged with the expected volume being 7ml and the actual aspirated volume was 20ml.